Manufacturer narrative:
The device received was manipulated and used. The plastic needles are damaged. Based on the evaluation this complaint is not a manufacturing issue.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the tip of the helical passer defective: please describe how the tip of the helical passer was defective (for example, was the tip of the helical passer bent, broken, dull, deformed, etc?) Was told by the doctor that she noticed the helical passer was defective while trying to deploy the right side of the device the plastic sheath is torn while trying to deploy the device: please clarify did the white helical passer tear/break during deployment of device. The helical passer was defective already before the deployment. Were there any adverse patient consequences? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a procedure for stress urinary incontinence and mesh was used. It was found that the tip of the helical passer was defective and that the plastic sheath was torn while trying to deploy the device. The doctor then removed the device and deployed the other device. There were no reported patient consequences.